Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic experiencing dizziness. It was further reported that there was an impedance alert. The physician performed isometric testing and no product performance issues were identified, but because the patient was so symptomatic, the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.